Event description:
It was reported that the cuff and pump components were removed due to erosion, site not specified. No pt complications were reported.

Manufacturer narrative:
Pump: catalog# 72400098, serial # (B)(4), manufacture date 10/2008, expiration date 10/14/2013. Analysis results: product performed within specifications. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.